Manufacturer narrative:
The device was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event occurred on an unknown date. The customer reported a spinning spiros that disconnected from the syringe causing fludarabine to leak at the bedside. The customer stated they hook the product with the syringe that contains the hazardous drug to tubing and another spiros. Due to the leaking, they have had to stop the continuous infusion and make anther one which is a time-consuming process creating a delay in therapy. There was patient involvement, but no harm reported.

Manufacturer narrative:
Two (2) new list#: ch2000s-c, spinning spiros® closed male luer, red cap. Lot#: 4549835 were received on march 20, 2020 for evaluation. The two new ch2000s-c spinning spiros returned for investigation were tested for connection capability and both met expectations outlined in the product performance specification. The residual and disconnect torque values suggest they would not have prematurely disconnected from a syringe. The new ch2000s-c spinning spiros samples were pressure leak tested and they both met pressure leak expectations outlined in the product performance specification. The complaint was unable to be confirmed or replicated during testing. A device history review for lot#: 4549835 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. D10: date returned to mfg is 3/20/2020.